Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the battery compartment was found to be cracked from the bumper pad to the case seal and from the compartment lip to the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 07/24/2015.